Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer declined troubleshooting. The customer received a calibration not accepted alert and a change sensor alert. The customer reported that the blood glucose spikes when out of auto mode, but only during the day time. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.